Event description:
During scorpio nrg surgery, the connection of the compactor and the handle broke after several impaction. The surgery was continued with spare devices.

Manufacturer narrative:
An event regarding thread fracture of the rasp handle involving an scorpio punch was reported. Conclusion: the returned punch shows sings of use, some nicks on the sharp edges but still functional as it's able to thread to a scorpio handle, the matting part of this instrument. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. Not yet returned.

Event description:
During scorpio nrg surgery, the connection of the compactor and the handle broke after several impaction. The surgery was continued with spare devices.